Event description:
Tip of a long 2.5mm drill bit broke off in this pt's pelvis. It was visualized on x-ray, but the surgeon could not remove it from the pt. It caused no harm and was intentionally left behind. It would cause more damage to try and retrieve. Diagnosis or reason for use: fractured pelvis.